Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having a fluid leak associated with pd treatment while using the backup cycler on hand. There was an air detected in cassette warning in fill 8 of 9. Fluid was seen inside of the cycler when the door was opened. Patient was advised to inform pdrn. In a follow up, the patient's spouse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient does know how to do manual treatments and reverts to them if he doesn't have a cycler that is functional. The cycler is available to return.